Event description:
The patient reported receiving repeated low blood glucose alerts from the omnipod 5 system and dexcom g7 continuous glucose monitor (cgm), with readings displayed as low as 40 mg/dl after approximately 4-24 hours of pod wear on the hip/buttocks. In response to the low glucose alerts, the patient ate food to raise glucose levels. Despite this, they began experiencing dizziness and hunger and contacted emergency medical services on (B)(6) 2026. Upon evaluation by emergency responders, the patient¿s blood glucose was found to be elevated at greater than 400 mg/dl, and they were diagnosed with hyperglycemia. The patient was treated with 10 units of insulin. No transport or admission to the hospital was reported. The reported event was attributed to incorrect low glucose readings from the dexcom g7 cgm despite actual elevated blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.